Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The was reported via phone call that the customer experienced hypoglycemia and had 2 hospitalization incident. Customer was taken by the emergency medical services to the emergency room on (B)(6) 2018. Customer's blood glucose was 30 mg/dl at the time of admission to the hospital. Customer also reported having issues with sensor readings that triggered threshold suspend. The blood glucose was 87 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer was assisted with troubleshooting. The sensor was expected to return.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.